Manufacturer narrative:
(B)(4). G2: foreign - event occurred in spain. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a procedure, the tip of the device fractured inside of the patient's posterior tibia. The surgeon had to make a lateral incision in order to remove the fractured piece. There was a delay of approximately 30-25 minutes. The patient did not experience any harm as a result of the event. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified the device was returned without any packaging and has been cycled 2 times. The curved needle insert has fractured. Fracture analysis has been previously analyzed where bending overload was identified as the mode of failure. Medical records were not provided. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.